Event description:
The customer reported that the lh780 hematology analyzer generated differential results that did not match the manual differential count for one pt. The test results were accompanied by instrument-generated messages for nrbc (nucleated red blood cells) and for giant platelets. A manual differential was performed and the neutrophil count was higher and lymphocyte count was lower than the instrument results. There were no erroneous test results reported outside the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. An analysis of the test data associated with this pt sample indicated that it had a very low white blood cell count with a pattern of severe interference. Since there are only limited white cell events, there are no distinct white cell populations in the scatter diagrams. In a normal case, when the white cell event is very low, a verify differential flag would have been generated. However, in this specific case, a significant amount of interference material showed up in the lymphocyte area and the software algorithm for the lh780 analyzer classified them as lymphocyte cells. The cause of the high level of interference can be nrbc (nucleated red blood cells), hard-to-lyse red cells and/or other debris. Because a certain amount of interference material was located in the nrbc area in the scatterplot, a nrbc flag was generated by the instrument. This appeared to be a sample-specific issue and field service was not dispatched to the site.